Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys estradiol iii assay result for one patient sample. The initial result was 944.90 pg/ml. The repeat result was <5 pg/ml twice. Information concerning if the erroneous result was reported outside of the laboratory was requested, but it was unknown. The customer asked the physician about the results and the physician said the result of < 5 pg/ml seemed to match with the clinical picture for the patient. The patient was not adversely affected. Other assays performed on the patient sample were acceptable. The reagent lot number was 173998. The expiration date was requested but was not provided. Customer support checked the voltages of the probe and cleaned the probe. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the same reagent cassette was used to generate the repeat results, a general reagent issue was not suspected. Possible causes include issues with the handling of the reagent or system reagents or contamination of the environment with the analyte.